Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display was missing pixels, the upper case and lower case were broken and contaminated, the display lens, one side bail cover and ring cover were broken, the battery release, lead flex cover, battery drawer and battery flex were contaminated, the battery contacts were compressed and corroded, the battery drawer o-ring was missing and the battery flex was corroded. (B)(4).